Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, unexpected restart alarm and program alarm anomaly. The customer's blood glucose value was 125 mg/dl. The customer stated that after he received the alarms in the morning, he pulled the battery out. The customer stated that the display went blank. The customer stated that a temporary basal was not programmed before the unexpected restart. The customer was assisted with troubleshooting and the display did not return. The product was returned for analysis.

Manufacturer narrative:
The device had a blank display due to faulty connector on interface board. Unable to verify alarms or perform the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked battery tube threads and minor scratched display window.